Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 80% stenosis in the distal left main artery. Reportedly, when attempting to advance the 4.0 x 28mm xience prime stent through another pre-implanted stent to the target lesion, strong resistance was felt. The stent could not cross the pre-implanted stent. The stent was removed and though the stent was not released, part of the stent "split" due to interaction with the previous placed stent. Another stent was used and finished the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).